Manufacturer narrative:
Date rec¿d by MFR : 16jul2019, date of report : 07aug2019. The customer confirmed the reported touchscreen failure. The customer reported that replacing the touchscreen corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The caller reported that the touchscreen was not working properly. There was no patient involvement.